Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the jaws of the unit were difficult to open and close. Engineering disassembled the event unit and observed that a component was broken. Based on the condition of the returned unit, the reported event was caused by the broken component that was identified during the evaluation of the event unit. It is likely that the component broke due to a large force that was applied to the component. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. The rep was not present during the case. Limited information is available at this time. The dissector was extremely difficult to open and close. It is unknown whether this difficulty was noticed with upon the first use of the device or developed over the course of the case. It is unknown whether the device was cleaned and if that had any effect on the device. It is unknown how the case was completed and if this device or a new device was used to complete the case. Product is available for return. Additional information received on 25jun2020 via phone from [name] from the beginning of the case, the jaws stayed open and were impossible to close. A new unit was opened and it worked fine without complaint for the case. No patient injury. Product is available for return. Additional information received via email on 20jul2020 from [name] "it was the atraumatic grasper that we had the issue with." Intervention: ni. Patient status: no patient injury.

Event description:
Procedure performed: lap chole. Event description: the rep was not present during the case. Limited information is available at this time. The dissector was extremely difficult to open and close. It is unknown whether this difficulty was noticed with upon the first use of the device or developed over the course of the case. It is unknown whether the device was cleaned and if that had any effect on the device. It is unknown how the case was completed and if this device or a new device was used to complete the case. Product is available for return. Additional information received on 25jun2020 via phone from [name], rn [user facility]: from the beginning of the case, the jaws stayed open and were impossible to close. A new unit was opened and it worked fine without complaint for the case. No patient injury. Product is available for return. Additional information received via email on 20jul2020 from [name], rn [user facility]: "it was the atraumatic grasper that we had the issue with." Intervention: ni patient status: no patient injury.

Manufacturer narrative:
Section d4 has been updated to include the correct model.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: the rep was not present during the case. Limited information is available at this time. The dissector was extremely difficult to open and close. It is unknown whether this difficulty was noticed with upon the first use of the device or developed over the course of the case. It is unknown whether the device was cleaned and if that had any effect on the device. It is unknown how the case was completed and if this device or a new device was used to complete the case. Product is available for return. Additional information received on via phone on 25jun2020 from [name] from the beginning of the case, the jaws stayed open and were impossible to close. A new unit was opened and it worked fine without complaint for the case. No patient injury. Product is available for return. Patient status: no patient injury. Type of intervention: ni.